Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and both leaflets were grasped. The clip was locked and the physician wanted to optimize the posterior grasp. Therefore, the lock knob was turned to the unlocked position. The clip arms then jumped open to 25-30 degrees. The procedure was continued without incident and the clip was implanted, reducing mr to a grade 1. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported clip jumpiness could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.